Manufacturer narrative:
A review of the device history record revealed that the lot was processed per specification requirements, conformed to the inspection documents for operations. The DHR included documents from the bluff city machine works, titanium industries, and titanium finishing. There were no mrrs, ncrs, or complaint-related issues associated with this lot.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with cervical plate and screw construct at c5-c7 on (B)(6) 1998. On an unknown post-operative date, patient experienced stiffness in upper neck, hand numbness, grip weakness, and dull neck ache. Patient returned to the o.r. On (B)(6) 2012 and all hardware was removed. Subsequently, the surgeon fused the patient posteriorly c2-t2. This is 1 of 9 reports for this event.